Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (BG) level displayed as "High"; although a specific BG value was not provided. Customer administered a correction injection to address the BG. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.